Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. The patient went to hospice to die. There is no known allegation from a health professional that suggests the death was related to the device. Device functions were off at the time of death. The cause of death is unknown. No further information is available at this time. The device is included in fsca battery advisory.